Event description:
It was reported when a patient presented in clinic for normal follow up, a drop in sensing amplitude and slightly elevated hv lead impedance were observed. Fluoroscopy revealed externalized conductors. The lead was capped and replaced. Patient was stable after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.